Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on 09-mar-2021. The most recent information was received on 09-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain (especially in the lower back)') in a female patient who had essure (batch no. A85497) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), fatigue ("permanent fatigue"), arthralgia ("joint pain"), headache ("headaches"), dizziness ("dizziness"), coital bleeding ("bleeding after intercourse"), asthenia ("weakness"), polymenorrhagia ("menstrual disorders (less time between menstrual cycles, heavier bleeding, longer menstrual periods)") and metrorrhagia ("menstrual disorders (mild breakthrough bleeding)"). At the time of the report, the back pain, fatigue, arthralgia, headache, dizziness, coital bleeding, asthenia, polymenorrhagia and metrorrhagia outcome was unknown. The reporter considered arthralgia, asthenia, back pain, coital bleeding, dizziness, fatigue, headache, metrorrhagia and polymenorrhagia to be related to essure. The reporter commented: that three years after the implantation of the essure device, she began to notice adverse effects. Since then, all these symptoms have escalated, and during the last year it has gotten so bad that she has not been able to work, mainly due to joint and back pain. Even activities such as: standing or walking for more than 10 minutes, carrying light weight, and everyday tasks such as brushing my teeth, pouring water or opening a bottle are very painful for her. Amendment: the report was amended for the following reason: coding correction performed: clinical event; rep = ¿menstrual disorders (less time between menstrual cycles, heavier bleeding, longer menstrual periods, mild breakthrough bleeding)¿ was record as separate entries: 1. Polymenorrhagia and 2. Bleeding breakthrough. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on (B)(6) 2021. The most recent information was received on 17-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain (especially in the lower back)') in a female patient who had essure (batch no. A85497) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), fatigue ("permanent fatigue"), arthralgia ("joint pain"), headache ("headaches"), dizziness ("dizziness"), coital bleeding ("bleeding after intercourse"), asthenia ("weakness"), polymenorrhagia ("menstrual disorders (less time between menstrual cycles, heavier bleeding, longer menstrual periods)") and metrorrhagia ("menstrual disorders (mild breakthrough bleeding)"). At the time of the report, the back pain, fatigue, arthralgia, headache, dizziness, coital bleeding, asthenia, polymenorrhagia and metrorrhagia outcome was unknown. The reporter considered arthralgia, asthenia, back pain, coital bleeding, dizziness, fatigue, headache, metrorrhagia and polymenorrhagia to be related to essure. The reporter commented: that three years after the implantation of the essure device, she began to notice adverse effects. Since then, all these symptoms have escalated, and during the last year it has gotten so bad that she has not been able to work, mainly due to joint and back pain. Even activities such as: standing or walking for more than 10 minutes, carrying light weight, and everyday tasks such as brushing my teeth, pouring water or opening a bottle are very painful for her. Lot number: a85497, manufacturing date: 2013/01, expiration date: 2016/01 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 09-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain (especially in the lower back)') in a female patient who had essure (batch no. A85497) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), fatigue ("permanent fatigue"), arthralgia ("joint pain"), headache ("headaches"), dizziness ("dizziness"), menstrual disorder ("menstrual disorders (less time between menstrual cycles, heavier bleeding, longer menstrual periods, mild breakthrough bleeding)"), coital bleeding ("bleeding after intercourse") and asthenia ("weakness"). At the time of the report, the back pain, fatigue, arthralgia, headache, dizziness, menstrual disorder, coital bleeding and asthenia outcome was unknown. The reporter considered arthralgia, asthenia, back pain, coital bleeding, dizziness, fatigue, headache and menstrual disorder to be related to essure. The reporter commented: that three years after the implantation of the essure device, she began to notice adverse effects. Since then, all these symptoms have escalated, and during the last year it has gotten so bad that she has not been able to work, mainly due to joint and back pain. Even activities such as: standing or walking for more than 10 minutes, carrying light weight, and everyday tasks such as brushing my teeth, pouring water or opening a bottle are very painful for her. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.